Event description:
The company was informed that the patient's device was explanted due to infection. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.

Manufacturer narrative:
External visual inspection of the explanted device revealed that the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and the mechanical tests performed. This device was explanted for medical reasons. The device passed the electrical tests performed.